Event description:
It was reported that during a direct stent procedure, the stent was deployed at 16 atm for 30 seconds. The device was deflated and retracted; however, it appeared not to fully deflate and it would not come back through the guiding catheter. A 60 cc syringe was used to aspirate, but the balloon still would not come through the guiding catheter and the shaft broke. Both pieces of the stent delivery system (sds), the guide wire, and the guiding catheter were all removed together. The balloon was noted to be outside the guiding catheter when it was removed. No patient effects were reported.